Event description:
Mini seizures. On (B)(6) 2011 grand mal seizures. On (B)(6) 2011, felt like a heart flutter for 2 - 3 days. Now I need to be on seizure medication, for my life. Reason for use: arthritis and hip degeneration.